Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va0a1tq, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient's therapy from their implantable neurostimulator (ins) was turning itself off in the middle of the night. It was noted that the patient connected with the programmer unit and reported that the therapy was ¿operational¿. However, in the middle of the night, the patient stated that they could tell the therapy was shut off because, they no longer felt the stimulation. The patient thought that the programmer unit was shutting the device off. It was noted that this issue had happened, on and off, for the past week but ¿mostly yesterday¿. Additional information was requested, but was not available at the time of this report.